Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pts plasma free hemoglobin was elevated. Level at 50 mg/dl. The pt experienced hemolysis and was treated with heparin. The ldh was 520 u/l, and inr of 1.2.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported hemolysis could not be determined through this evaluation. Information provided to the manufacturer indicated that the patient had elevated plasma free hemoglobin and hemolysis. No elevations in pump power were noted and no pump replacement or surgical intervention was needed. The patient was treated with heparin and the issue was resolved. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.